Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the floppy drive was damaged, that the programmer produced the display screen indicating the operating system was not found which means that the hard drive needed to be replaced, the lower case feet were worn, its system and power supply fans were noisy and the keyboard screw was missing. The programmer was to be scrapped. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.